Event description:
Fire in home that resulted in the death of patient. An oxygen machine owned by (B)(4) was in the vicinity of the source of fire.

Manufacturer narrative:
An inspection of the fire scene and oxygen concentrator is being scheduled. A follow up report will be submitted after the inspection has been completed.